Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that restenosis occurred. In (B)(6) 2014, the patient was diagnosed with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion #1 was located in the left main coronary artery (lmca) extending into proximal left anterior descending artery (lad) with 99% stenosis, and was a 20mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of 3.50x24mm study stents. Following post dilatation residual stenosis was 0%. Four days after, the patient was discharged with aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with coronary heart disease and hospitalized on the same day. On the following day, coronary angiography was performed and revealed a 95% restenosis from lmca to proximal lad. Seven days after, the 95% restenosis noted in lmca to proximal lad was treated with percutaneous coronary intervention (pci) and coronary artery bypass grafting (CABG). Following intervention, residual stenosis was 0%. Fifteen days post procedure, the event considered as recovered/resolved and the patient was discharged on the same day.